Event description:
Reporter indicated a vns patient had died on (B)(6) 2011 in another state, but no other information was known.attempts for further information and the disposition of the vns device are in progress.

Manufacturer narrative:
(B)(4).

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was potential suicide, accidental poisoning by and exposure to other and unspecified drugs, medicaments, and biological substances record axis 2 indicates patient had chronic viral hepatitis c. Record axis 3 indicates patient had mental and behavioral disorders due to multiple drug use and use of other psychoactive substances, harmful. Record axis 4, poisoning by other opioids. Record axis 5, poisoning by other synthetic narcotics. Record axis 6, poisoning by benzodiazepines. Record axis 7, poisoning by other and unspecified antidepressants. There is no allegation or other information indicating that the death is related to vns. There is no allegation or other information indicating that the death is related to vns.

Event description:
All attempts for additional information have been unsuccessful to date. Manufacturer follow up with the funeral home revealed that the patient was cremated, and the vns was explanted and discarded.